Manufacturer narrative:
The investigation for the reported delivery issue and ventricular tachycardia (vt) has been completed. The device nor sufficient clinical information was returned for evaluation. The root cause of delivery issue could not be determined since the product was not returned and insufficient clinical details were provided. As the necessary clinical information was not provided and the device was not returned, the root cause of the vt was not determined. B.2 revised as a selection was inadvertently omitted on the initial manufacturer device report number 1220648-2025-26117. H.1 revised as selection was previously incorrect on the initial manufacturer device report number 1220648-2025-26117.

Event description:
The complainant reported that a diagnosed st-segment elevation myocardial infarction patient was intubated in the emergency department prior to transporting to the catheterization lab for impella cp placement. The patient coded after gaining access and cardiopulmonary resuscitation was initiated. The return of spontaneous circulation was gained briefly. Then the patient went into ventricular tachycardia and then coded for 45 minutes with sustained pulseless electrical activity arrest. The impella cp was opened and primed but never inserted. The patient expired and the relationship between the impella and cause of death is unknown.

Manufacturer narrative:
The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. Section: warnings & cautions: cautions ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance.¿ impella cp with smartassist system section: warnings & cautions: warnings section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿ section: warnings & cautions: warnings ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿